Event description:
It is reported that on the 3 month post-op x-ray the surgeon notices a ball bearing posterior to the spine of the poly. The inserter was inspected and was missing the ball bearing and the screw was loose.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.